Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received sequential pump alarms indicating insulin very low followed by insulin out of drug, did not respond for several hours, and later initiated a cartridge change, during which blood glucose values were in the upper 100 mg/dl to low 200 mg/dl with a peak of 214 mg/dl; the user is a minor without consistent supervision, was reportedly off the pump for multiple days, and did not revert to alternative therapy after shutdown. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user¿s care team. Investigation of this case revealed no device problem found and identified a usage problem involving improper or incorrect procedures or methods, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.